Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported multisystem organ failure (msof) and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-organ failure. The outcome was not considered device or therapy related. Patient suffered from a refractory, progressive multi-organ failure which led to death at the end. No device related issues led to multi-organ failure. The left ventricular assist device (lvad) was running as expected.